Event description:
The customer reported having issues with the motor on his insulin pump. The customer stated that he usually takes only 9.0 units to prime. However, the insulin pump currently is taking more than 20.0 units to prime. The customer stated that insulin was not squirting out. Ran a displacement test and the test failed. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.